Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that unit went into "standby mode" on its own. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 02apr2019. Date of report: 30may2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the reported issue. The fse performed tests, cleaned the unit and confirmed the unit was functional. No abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.